Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Patient pain and suffering, bodily injury, mental anguish, and emotional distress. Additionally, patient has elevated levels of chromium and cobalt in his blood. Patient has not yet scheduled an explantation of the asr hip implant. Update: 8/18/2011 received plaintiff fact sheet with part/lot information. This information does not change the outcome of the investigation. Update rec'd 02/26/2015 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 03/10/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).